Manufacturer narrative:
Internal file number - (B)(4). Corrections: device evaluated by MFR - it was initially reported that the device would be returned for analysis. Subsequent information revealed that the device was discarded and is not available for evaluation. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this reported issue. Additionally, a review of the complaint history identified no similar incident reported from this lot. All available information was investigated, and a definitive cause for the reported difficult to position/sleeve steering issue could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the sleeve steering issue. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. It was noted that the atrium was small which resulted in a high bicaval puncture. During advancement of the mitraclip xtr clip delivery system (cds), the high puncture caused the cds to hug the aorta. Plus-knob was applied to counteract this; however, the cds was close to the valve. A-knob was applied, but the clip did not move in the typical orientation. The clip was able to be successfully deployed. A second nt clip was implanted with no issue, successfully reducing mr to 2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.